Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional electrophysiology (ep) procedure. Reportedly, the first prostyle device was deployed successfully. With the second prostyle, the suture was deployed. After closing the lever and retracting the foot, the device felt stuck during removal. The footplate was reopened and closed however the device remained stuck. The device was gently rotated then the sheath and foot separated from the guide. Procedure was cancelled after device issue. Surgical intervention was done to remove the foot, the guide and to achieve hemostasis. Fluoroscopy imaging was used to confirm no parts were retained in the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the device was only reported as a guide separation from the sheath and not a foot separation. User facility medwatch report (mw5160640) received that states "I was implanting an abbott perclose prostyle device, and the device fractured inside the patient, requiring us to snare the device out. This was done successfully but required the procedure to be canceled." No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported guide detachment was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to guide detachment include, but not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. The guide detachment likely contributed to the entrapment of the device. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report.